Event description:
After having knee replacement surgery, I noticed I had trouble with balance, walking, and standing. I also suffered nerve pain, chronic pain and had to use a cane to walk for about 2 years. I complained to my surgeon immediately; they now say I need revision. I have to use a knee brace to walk, I hear clicking sounds, buckling of the knee occurs often and constant pain which causes... I would have never imagined that an arthritic knee condition would prevent me form working at (B)(6). I have been fully employed since (B)(6) old. I was often teased by my co-workers as a "work alcoholic," a busy body," always energetic! But that changed when I had my 2nd and now 3rd surgery in 2010 and 2011. Unfortunately, the doctors tell me that I suffered trauma during my total knee replacement surgery and that fibromyalgia has prevented me from fully recovering. All I know is that I use a cane, walk with a lump, and have chronic fatigue and pain on a daily basis. I cannot do half of the activities that I used to do for all my life. My pain is also affected by the weather: rain, cold, humidity and heat are not good days for me. I know that before my tkr surgery I did not have chronic joint pain, severe heel pain, stiffness in my joints and knee pain in both knees. I wasn't tired; I had lots of energy and used to do a lot of things with my co-workers, friends and family. Now I stay home and go out for light shopping, doctor appointments, and physical therapy only. If I do normal activities on one day, I cannot walk for two days later. I use handicap bars to shower, cannot climb stairs, cannot travel on public transportation, have difficulty dressing, bathing, sitting, standing, bending, kneeling, and squatting. Lately, I have trouble holding my urine. At night I change my undergarments and pajamas several times throughout the night. My balance is off and I often feel dizzy and almost fall, which is very scary when I have to travel in a city like new york. My family has been very supportive and often travels with me. They go on errands for me, shop for me and help me with household chores. At my middle age it's a bit embarrassing that I need my elderly father to help me around. People stare at me and look at me strangely when they see me walking with my supported device. People also tell me that I look pretty and nice and should feel likely that I'm not in a wheelchair. I still feel bad inside and often feel depressed. It's not fair; I believed in my doctors and trusted that my tkr would cure me from constant knee pain. I feel like I got worse after my tkr. I have constant tingling in both my hands and feet. My old c-section incision causes nerve pain when I touch it; my incision is 13 years old and never hurt before my tkr. When I tried my prescribed medications, I'm nauseous all day, feel dizzy and feel very tired. My speech is sometimes slurred and my memory gets cloudy when I am medicated. Because of my pain, my blood pressure has been elevated to stroke levels, so I am very afraid of dying and I take my blood pressure everyday. Overall, I am encouraged by my children. My doctors tell me to stay on my medication, continue to lose weight and stay as active as I possibly can. I had no plans of being on medical leave, all I can hope for is to be fully recovered and return to an active life one day.